Event description:
On (B)(6) 2012, while troubleshooting an inadvertent infusion with the subject pump (please refer to MFR report # 2531779-2012-13916), customer support discovered that the subject pump was not recording bolus deliveries. Per the documentation, the patient and her mother reported that she received an unprogrammed bolus of 20 units of insulin on (B)(6) 2012. At the time of troubleshooting, review of pump's bolus history revealed that the last bolus was delivered the day prior ((B)(6) 2012) at 9:40pm. Review of total daily delivery showed a total bolus of zero for (B)(6) 2012. The patient reviewed the pump's date and time and confirmed both were correct. Customer support noted that the patient confirmed that she had bolused for breakfast and lunch earlier that day. The patient claimed the pump's battery had not been removed and stated the pump had not been exposed to MRI, CT scan or xray. Review of pump's prime history showed that the pump had last been primed on (B)(6) 2012. Customer support noted that the 20 units of insulin the patient reportedly received was not recorded on the pump's history. Customer support was unable to explain reason for missing boluses for (B)(6) 2012. This complaint is being reported because the alleged history/settings issue remained unresolved at the time of the complaint. The alleged product issue did not cause and/or contribute to a serious injury.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no evidence of a 50 unit cancelled or partially delivered bolus were recorded in the bolus history on (B)(6)2012. During investigation testing a 10 unit normal bolus was programmed and delivered , bolus was cancelled with a singe key press . Pump alarmed bolus cancelled by user abort . Bolus history recorded cancelled bolus . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.